Manufacturer narrative:
The returned test strips were tested on the returned meter and were tested in comparison to the current masterlot 230734 on internal reference meters. Human blood samples from warfarin donors were measured. The obtained results showed a maximum difference of 0.1 inr. The patient samples were always identified as blood. All measurements were without error messages. The returned and the retention material meet the specification.

Manufacturer narrative:
Na

Event description:
The customer states inr readings are higher than normal. On (B)(6) 2015, the customer obtained a reading of 3.6 inr on his coaguchek xs (serial number (B)(4)) at 8 am. He then took another test immediately after and obtained a reading of 4.7 inr while using a different finger. The customer's warfarin was not changed after the results obtained on (B)(6) 2015. He went to the physician the next morning and a lab was drawn and the result came back as 2.5 inr. The customer's medication was changed after the lab draw to 7.5 mg of warfarin 2 days a week and 5 mg of warfarin the rest of the week. It is not known if the lab uses the dade innovin reagent. It was reported his last dose of warfarin was 5 mg on (B)(6) 2015 at 6 pm. There was no adverse event. The customer is not on heparin or direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. It was reported that the patient is not on any new medications and has not had any changes in his diet. The customer's therapeutic range is 2.0 inr - 3.0 inr. It is reported that the customer feels okay. The suspect product was requested to be returned. Replacement product was sent to the customer.